Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Pump settings and delivery history were reviewed with the patient's husband and confirmed as accurate. Insulin pump therapy was resumed prior to discharge and the patient has continued to use the pump with no reported subsequent events.

Event description:
The patient was hospitalized for elevated blood glucose levels.